Event description:
After receiving two cypher stents, the pt had restenosis.

Manufacturer narrative:
The pt had two (2) cypher stents placed in the right coronary artery (rca) due to coronary artery disease (cad) in 2004. That same year, the pt experienced "bruising on hands and wrists". Approx three years later, the pt experienced a "frozen shoulder". Lab work was done that year which showed a "potassium level of 3.0". Treatment for the "low potassium" included three (3) tablets of "potassium chl ER tablets" daily and lab work monthly. The event of "potassium level of 3.0" was resolved. The pt's physician determined that the pt did not need surgery for the "frozen shoulder" however, the pt received physical therapy as treatment and the event was resolved. That same year the pt had a thallium stress test performed. The stress test showed "positive for heart blockage in the rca". That same year, the pt had a planned cardiac catheterization performed which showed that the thallium stress test done at the beginning of the year was a "false positive". As treatment for the ongoing bruising on the hands and wrist, the physician suggested that the pt take plavix 75 mg every other day starting that same year, "about 9 months ago". The event did not completely resolve. The following year, the pt had another planned thallium stress test performed. The thallium stress test result was positive and the physician had the pt admitted to the hosp on at that time. A cardiac catheterization was performed which showed the two (2) cypher "stents blocked up 50 to 75%". Treatment included and angioplasty and further placement of a cypher sent "inside the other 2 cypher stents" in the rca at that time. The pt's plavix was increased at that time to 75 mg daily. The event of "stent's blocked up 50 to 75%" resolved. The event of "bruising on hands and wrist" has not resolved. In 2009, doppler showed that the pt has 2 cysts in her liver. CT performed showed that the cysts were benign. This device is one of two products associated wit this event. Please refer to MFR report # 3003742446-2009-00062. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.